Manufacturer narrative:
(B)(4). Date device returned to manufacture was updated. Upon conclusion of the investigation, the reported issue of other alarm was verified in the event history log review as reload the set (rls) 172. The direct cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the homechoice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with a reload the set 172 noted on the occurrence date. A visual inspection, simulated therapy, functional testing, and electrical leak testing were performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.